Event description:
Spontaneous. Patient reporting, 2 cassettes malfunction (patient was able to successfully switch to different cassette and pumps continued to work fine). Patient did not save the cassettes but advised patient to save them next time it happens in case manufacturer requests them back lot numbers: unknown did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the cassette available to be returned for investigation? No; what is the outcome of the event? Resolved; describe in detail any, and all damage to the cassette: unknown. Pump malfunction: no disposable occurred. Switched to backup pump, same error. Switched to different cassette and was able to resume infusion without issue. Reported to (B)(6) by pt/caregiver.

Event description:
Spontaneous. Patient reporting, 2 cassettes malfunction (patient was able to successfully switch to different cassette and pumps continued to work fine). Patient did not save the cassettes but advised patient to save them next time it happens in case manufacturer requests them back lot numbers: unknown did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the cassette available to be returned for investigation? No; what is the outcome of the event? Resolved; describe in detail any, and all damage to the cassette: unknown. Pump malfunction: no disposable occurred. Switched to backup pump, same error. Switched to different cassette and was able to resume infusion without issue. Reported to (B)(6) by pt/caregiver.